Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump had scrolling numbers during the carbohydrates input step which would not stop. The customer stated that she tried to give herself insulin with the insulin pump when she noted the ramping numbers, and she later received a button error on the insulin pump. She stated that now the keypad was unresponsive. The blood glucose reading was 107 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.